Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultralink meter was prompting an error 2 message. Per the onetouch ultralink user guide the error 2 message prompts when there is a problem with the test strip or the meter. The complaint was classified based on the information obtained by the customer care advocate (cca). The patient stated that the alleged issue began at noon on (B)(6) 2012. The patient reported managing his diabetes with insulin pump therapy and denied making any changes to his normal diabetes management due to the alleged issue starting. The patient claimed that approximately 6 hours after the alleged issue began he developed symptoms of "shaky and tiredness." However, the patient denied receiving medical intervention as a result of the alleged issue. At the time of troubleshooting the cca confirmed that the patient was not using the subject meter for the first time, that there was no misuse to the subject meter, that the patient was using the correct test strips, and that the patient was using the correct testing process. During troubleshooting the patient was able to manually power on the subject meter and power on the subject meter with a test strip without getting the error 2 message. The alleged issue was resolved with troubleshooting. However, replacement product was still sent to the patient. This complaint is being reported as an adverse event because the patient was reportedly developed symptoms suggestive of a serious injury as a result of the alleged issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.